Manufacturer narrative:
B5 - no complaint; duplicate claim. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted upside down into the patient's eye. The lens as removed and a replacement was implanted.